Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure. During normalization, the yellow pressure curve could not be detected. A new wire was used to complete the procedure with no patient injury reported. During the device evaluation, missing material from the composite core was observed. This product problem is being submitted due to missing material. There is potential for harm if it were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is germany. Block h3: the omniwire was returned for evaluation. Visual inspection found a broken composite core ribbon with missing material. During functional testing, the catheter failed the signal/zero test and resistance test. Block h6: the probable cause is due to the damaged ribbon that prevented the unit from being recognized by the console. Manipulation and strain can damage internal components and result in the missing material from the composite core which likely contributed to the reported failure. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.